Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed based on completion of product analysis.

Manufacturer narrative:
The product has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient came into the clinic after noticing their heart rate was in the 40 to 50 beats per minute range based their own monitoring at home. While in clinic, it was discovered that this right ventricular (rv) lead was not capturing at 3.5 volts at 0.5 milliseconds. In response, the rv output programming was increased to 6 volts at 2 milliseconds and capture was observed at that setting. The patient reported some malaise but no specific symptoms. The pacemaker system, including this rv lead, was implanted only seventeen (17) days prior. The physician initially indicated they believed the loss of capture was due to the patients exit block condition and planned to bring the patient in-clinic weekly to continue to monitor them. The lead was subsequently explanted and replaced approximately one (1) month after initial implant. No additional adverse patient effects were reported.